Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated at the service center. The reported complaint that the black button in the middle on the foot pedal is depressed and will not pop out was confirmed. It was found that the mode button stuck due to a dent. The dent was repaired to address the reported issue. Also low voltage on internal battery on pmmm board was identified and was replaced along with the corroded battery tray. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the battery tray and would have damaged the battery. The dent on the foot switch is most likely a result of user mishandling of the device, probably a fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the black button in the middle on the foot pedal is depressed and will not pop out was confirmed. It was found that the mode button stuck due to a dent. The dent was repaired to address the reported issue. Also low voltage on internal battery on pmmm board was identified and was replaced along with the corroded battery tray. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the battery tray and would have damaged the battery. The dent on the foot switch is most likely a result of user mishandling of the device, probably a fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: null, device history batch: null, device history review: null.

Event description:
As reported by the sales rep via phone, pre-op to a shoulder surgery, the black button in the middle on the foot pedal is depressed and will not pop out. The procedure was completed with another pedal with no delay and no patient consequence.